Event description:
It was reported that the patient had seizure like activity during a dialysis session on (B)(6) 2022. The patient coded en route to the hospital and pump flow upon arrival was ranged from 0.0-0.4 liters per minute (lpm). Extracorporeal membrane oxygenation (ECMO) was initiated. The seizures were not associated with a stroke and there were no device issues that would have contributed to the events. An echocardiogram showed a small left ventricle which was consistent with hypovolemia. A computed tomography scan of the chest, abdomen, and pelvis showed splenic lacerations. Log file review captured constant low flow events with the flow at zero and the pump powers in the 2 watt range. The low flows were attributed to hypovolemia. The patient ultimately passed away on (B)(6) 2022 due to splenic rupture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Review of the submitted and extracted log files confirmed continuous low flow. Although a specific cause for this finding could not conclusively be determined through this evaluation, the account reported that the low flow events were due to hypovolemia. Hm3 lvas, serial number (B)(6) was returned with the pump cable intact. The modular cable was returned disconnected from the pump cable inline connector. Approximately 1¿¿ of the sealed outflow graft was returned attached to the pump outlet port, with the sealed outflow graft bend relief engaged to the graft hardware. The sealed outflow graft bend relief had been severed at its hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed fixed, post-explant blood, but no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The submitted controller event log file contained data from (B)(6) 2022. A continuous low flow alarm was captured throughout the entirety of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed for the duration that it was in use. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, "equipment storage and care", (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. In addition, section 5 of the patient handbook, "alarms and troubleshooting¿, and section 7 of the IFU, "alarms and troubleshooting", contain sub-sections entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.